Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing which lead to false tachycardia and atrial fibrillation (af) episodes. It was further reported that the device experienced undersensing which resulted in pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.